Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged to enclosure, tank cover, front cover, line cord, and pole clamp. The stripped interlock block and corroded thermistor. Bent micro switch, out dated printed circuit board (pcb ) and power switch. The device is noisy pump. The root cause of the reported issue was found to be thermistor drawing too much power causing the over temp alarm to go off constantly. (UDI) is unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device temperature is going bad. No patient injury was reported.